Event description:
Customer called lfs alleging that their meter would only prompt pt "not ok" message. Patient did not have any reportable symptoms. Patient obtained a "19 mg/dl" fasting blood glucose result (unknown date and time). Patient reported eating candy and drinking orange juice. Patient contacted their physician and he referred patient to the ER. At the ER they obtained a "144 mg/dl" on the hospital's meter (unknown date and time) and patient was release two hours later with a blood glucose level of "125 mg/dl". Treatment was an unknown IV source. Patient reported running qc once a week. The check strip did not pass because the meter kept prompting the "not ok" message. Ccr replaced meter due to an unresolved issue.